Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample, 3 open and unused samples with the needle detached from the thread (thread is still wound on the pack), and 2 open and manipulated samples for analysis. Tightness test to the closed sample received has been performed and the unit is tight. The closed sample received already had the needle detached from the thread when the package was opened. Taking into account the samples received and that there are previous confirmed complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 1.01 kgf in average and 0.71 kgf in minimum and fulfilled ep requirements: 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received show that the needle escaped from the thread. Final conclusion: considering that the samples received do not fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the surgical needle was detached from the suture thread. Before use. No patient involvement.